Manufacturer narrative:
The complaint investigation for a falsely elevated magnesium result, on an architect c4000, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. Data provided by the customer showed that the retest result was lower. The customer service center specialist (csc specialist) instructed the customer, over the phone, to replace the cuvette drier tips, the cc cuv dry tip, list number 09d51-02, which resolved the issue. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics' complaint investigation, no systemic issue or deficiency with the architect c4000, serial number c400758, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result for one patient on an architect c4000 analyzer. The following data was provided (customer's normal range is 1.6-2.6 meq/l). Sample ID (B)(6) initial result was 7.4 meq/l, repeat was 1.6 meq/l. There was no impact to patient management reported.